Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that when torque was applied to the pointer, the angle became misaligned with the needle tip and the septal puncture could not be performed. It has been further mentioned that the needle tip did not detach and the issue was only with the misalignment of the pointer. A new device was opened (different device, same model) and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The returned nrg transseptal needle was analyzed. This is supplemental MDR to report investigation results (MDR aware date 18dec2023). The device passed the design specifications for the active tip length measurement, continuity test, as well as the puncture test performed on a bench-top model. The needle successfully passed through dilator and when torque was applied, the needle pointer and distal tip remained aligned. The nrg needle was able to be successfully inserted through the dilator and puncture tissue when tested on a bench-top model. The device also passed the design specification for the curve overlay inspection. Thus, the reported allegation cannot be confirmed. No other issues were noted with the device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of thefailure analysis of the complaint device, if there is any further relevant informationfrom that review, a supplemental will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that when torque was applied to the pointer, the angle became misaligned with the needle tip and the septal puncture could not be performed. It has been further mentioned that the needle tip did not detach and the issue was only with the misalignment of the pointer. A new device was opened (different device, same model) and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.